Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing issue event on (B)(6) 2024. The patient reported that the infusion set tubing was knotted. The infusion set was in use of 36. The blood glucose level was 334 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.